Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "repair of medial collateral ligament injury during total knee arthroplasty". Literature article "repair of medial collateral ligament injury during total knee arthroplasty" (2012) by scott stephens et al. Published by orthopedics was reviewed. The article purpose: to report the authors' results of a series of patients who sustained an intraoperative mcl injury during a primary total knee arthroplasty. The article reports: over a 5-year period, 9 patients sustained this complication. All patients were satisfied with the procedure and demonstrated no instability on physical examination. No radiographic changes or signs of loosening were noted. Three patients reported mild or occasional knee pain. Two of the original 9 patients underwent revision procedures. The first patient obtained a late infection 1 year after his index procedure. The second revision was due to patella avascular necrosis. Cement usage/manufacturer was not mentioned within the article. Patella resurfacing was also not mentioned within the article. Depuy products involved: pfc sigma. Complications: tendon injury (9), infection (1), osteonecrosis (1), surgical intervention (9).